Event description:
It was reported by the rep that the (1)al326 was used during an unk procedure, on an unk date. The device would not fire properly and the case was completed with another device. There was no consequence to the pt.